Event description:
It was reported that the table locks did not actuate, causing the tabletop to move in two directions without resistance. There was no injury reported. This situation could contribute to an injury, if a patient or operator were unaware of this condition while loading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that the bent arm was out of adjustment, preventing the table locks from engaging. The fe adjusted the arm and verified that the table locks were performing according to specifications.